Event description:
It was reported that the doctor met resistance as the intra-aortic balloon was being inserted. He intended to remove to assembly and exchange the sheath and attempt a second insertion. When he removed the iab, he noticed a break in the central lumen approximately 1-2 inches from the distal tip resulting in new kit having to be opened. There were no associated patient complications.